Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient' had high blood glucose level of over 400 mg/dl. Also, the patient had high ketones which were assessed as dangerous or life-threatening by healthcare professional. Moreover, the infusion set was used for two days.therfore, the patient went to emergency room. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. The patient was released on the same day. No further information available.